Event description:
It was reported by repair work order that the foot section would not latch and there was a lack of stability on the calf support due to the abduction assemblies and upright assemblies being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with conclusion results. Further investigation also determined the abduction and calf assemblies were loose, however, they would still lock in place. This is not likely to harm the patient as the calf support and abduction was still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. These issues are not likely to cause or contribute to serious injury or death if they were to recur.

Event description:
It was reported by repair work order that the foot section would not latch properly due to a damaged assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.